Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The controller and batteries were not returned for evaluation. Review of the manufacturing records revealed that the devices met specification for release. Review of the log files revealed a controller power-up and motor start event on the reported event date, indicating that the controller lost power. It was reported that the power disconnection occurred when the nightshift nurse, who had not been trained to the heartware® system, accidentally stopped the pump. The reported loss of power was contributed to a user error that did not lead to a patient injury.

Event description:
Approximately four months and two weeks post lvad implantation, the patient reported that he experienced recurrent alarms with his controller. A new controller and batteries were issued to the patient. The event resolved without any reported patient injury. Preliminary log file analysis indicates a pump stop (controller power-up/pump motor start) for the reported date.